Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed that the device had experienced repetitive failures related to f-38 alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. An event history log review, visual inspection, and functional testing were performed. The f-38 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.